Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer felt that the kvo alarm sounds screaming like an air-in-line alarm after recent software upgrade. It was also reported that the customer had multiple pumps with channel disconnects. They tried to disconnect and reconnect the pump module, turn it back off and on, and had to found another one most times. There was a patient involvement but no information on patient impact.